Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the his bundle pacing lead exhibited high threshold issue. On (B)(6) 2023, the device was reprogrammed to unipolar configuration due to high threshold in bipolar configuration. The pacemaker was then replaced on (B)(6) 2025 due to high output on the his bundle pacing lead. The lead remained in use. The patient tolerated the procedure well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).